Event description:
It was reported that a posterior lumbar fusion surgery was performed on (B)(6) 2014. There were four holding sleeves-standard with stop for matrix (sd03.632.123) in a set. It was discovered on the back table that three of the four sleeves were stressed and worn out. The threads on the sleeves were broken and fragments were thrown away. The last sleeve was fine and used. The procedure was successfully completed without patient harm, surgical delay, or medical intervention. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(6). Product investigation evaluation: the reported devices sd03.632.123 (matrix holding sleeves with stop) of the same design, one is a short version (03.632.001) and other one is a longer version (03.632.036), were returned for review. The matrix spine system includes 5 holding sleeves and the sleeve with stop (sd03.632.123 and sd03.632.124) for screw insertion with an appropriate driver. The distal male threads mate with the female threads of the screw thread. Improper use of this holding sleeve can contribute to the hazard experienced in this complaint. The applicable technique guides illustrate how to properly load and tighten the holding sleeve into the recess of the screw and cautions not to grasp the green knob during screw insertion as this will cause the holding sleeve to disengage from the screw. Upon inspection of received part (sd03.632.123 / lot 7472880), it was confirmed that the distal tip threading is broken and worn. The associated drawings were reviewed. In conclusion, this complaint is confirmed. The tearing of the distal tip in this manner could have been caused by the device not being fully threaded while manipulated, the use of excessive force, or the tip geometry and/or materials. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed for the subject device, part number, sd03.632.123. Received condition: threads (m6.5x0.75 3h4h-iso) are damaged. Chipped and missing thread form. A review of the manufacturing record for this lot shows there were no issues during manufacturing to contribute to the complaint condition. This device is a modification to an existing product (03.632.001). A ¿stop¿ (tan) was added towards the threaded end of the device. No portion of the thread area was modified to make sd03.632.123. The device history record was reviewed for the ¿make from¿ (03.632.001/6752230) parts and no issues were found. Raw material (tan-lot 6712142) used to make sd03.632.123 was reviewed and no issues were found. From a manufacturing standpoint, this is not a confirmed complaint, although the complaint condition was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device history records was conducted. The report indicates: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.